Event description:
Reported as anaplastic large cell lymphoma, contracture, and associated asymmetry from research article published 2008 american journal of surgical pathology, wong et al. 'Anaplastic large cell lymphoma associated with a breast implant capsule: a case report and review of the literature.' This event was submitted initially via (B)(6) q4 (B)(6) 2008; (B)(6) 2010; (B)(6) 2011.

Manufacturer narrative:
Med watch submitted on: (B)(4) 2012. This event was submitted initially via (B)(6) 2011. Pt planner addresses lump nodule: distinguishing the implant from breast tissue during breast self-examination: you should perform breast self-examination monthly on your implanted breast. In order to do this effectively, you should ask your surgeon to help you distinguish the implant from your breast tissue. Any new lumps or an abnormal finding on the mammogram should be evaluated with a biopsy. If a biopsy is performed, care must be taken to avoid puncturing the implant. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the (B)(4) study, in the labeling for silicone implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).